Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had repeated air bubbles with every reservoir that had 3.0 ml used. Reservoir and the set were inserted 3 days ago and the customer stated that there were air bubbles on all 3 days in the reservoir and the tubing. Customer primes but the bubbles appear again. Customer does not rewind with the reservoir in place. Insulin was stored at room temperature before being used to fill the reservoir. When the customer used a 1.8 ml reservoir instead of a 3.0 ml, air bubbles were not generated. Set will be returned and analyzed. Set will also be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.